Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should further information be received in the future, the manufacturer will provide a follow up report.

Event description:
The manufacturer was informed of this event through patient tracking database. Based on the information received from the patient implant form, annuloflex mitral annuloplasty ring af-830 which was implanted on (B)(6) 2011, was explanted on (B)(6) 2022. A carbomedics standard mitral prosthetic heart valve m7-023 was implanted in the patient as a replacement. The manufacturer has not received any allegation of a device malfunction nor of serious injury from the site regarding this event.